Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for this lot number on file. One used burr was returned for evaluation. Visual inspection identified the outer adapter body was cracked at the base of the tube, likely causing the inner blade to rub against the outer causing the user to experience shedding. This damage is consistent with excessive lateral load during use. Root cause was found to be user error. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the burr was used to resect bone and extensive metal shedding was evident. The shedding was removed via suction and a three minute delay was reported.